Event description:
Boston scientific received information that this pacemaker, atrial, and right ventricular leads were explanted due to a patient infection. No further adverse patient effects were reported. It was reported that the products will not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.